Event description:
It was reported that 2 bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: blood oozing at the joint.

Manufacturer narrative:
H6: investigation summary: as a lot number was unknown for this incident, a review of the production history records could not be performed. Although a leak was reported, the exact location of leakage was not specified in the provided feedback. The affected product was returned for evaluation by our quality engineer team. The sample consisted of one used q-syte device attached to the treaded end of a bore extension line. The extension line was observed to have a crack at the luer connection site, running linearly through the full length of the luer component. There were no damages or abnormalities found on the body of the q-syte component. A tear at one end of the septum slit was identified. Damage during the septum slit process may occur if the blade is damaged, dull, or misaligned. Septum slit tearing may also occur during the lubrication and exercise process for the product if the probe machinery is misaligned. Septum slit quality checks are regularly performed as well as checks for manufacturing alignment. Damage to the septum slit may also be a consequence of excessive actuations or extraneous force. An exact cause for the observed septum slit damage could not be determined. A water leakage test was performed and no leakage occurred at the q-syte component; however, extensive leakage occurred at the area of the crack within the luer of the extension line. It is possible that the luer damage was a result of the material design. As the luer component is subjected to torque in a section where the internal structure may be affected, a new design has been proposed to the manufacturer of this component. This proposal aims to modify the internal dimensions of the product to more effectively distribute external forces. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: blood oozing at the joint.